Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, forceps elevator channel, auxiliary channel were flushed with enzimatico detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, balloon channel, suction cylinder, instrument channel port, and distal end/areas around the elevator were manually cleaned with enzimatico detergent and non-olympus brushes. The scope was not manually disinfected. The scope was stored in an endoscope drying cabinet (edc). The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera ii ultrasound gastrovideoscope. Preventive medicine at the facility stated the bacteria was from handling. The facility stated the scope tested positive on the entry of the biopsy channel and cylinders. Additional cultures will be performed, and the device will be kept in quarantine. The device will not be sent to olympus for evaluation at this time. Additional scopes such as the intestinal videoscope, evis exera ii small intestinal videoscope, and the evis exera ill colonovideoscope tested positive as well. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Patient identifiers: (B)(6) (intestinal videoscope, psf-1), (B)(6) (evis exera ii small intestinal videoscope, sif-q180), (B)(6) (evis exera ii ultrasound gastrovideoscope, gf-uct180), and (B)(6) (evis exera ill colonovideoscope, cf-h190l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. The customer stated that the devices are back in use but they will not provide copies of the culture test results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established but the event likely occurred from insufficient reprocessing. The instructions for use (IFU) states the following pertaining the reported phenomenon: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.